Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility nurse reported that the saline line was accidently left opened during a routine hemodialysis treatment, allowing air to enter the cartridge circuit. Treatment was terminated without rinseback which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. There is no evidence of a device malfunction. The user's guide provides adequate instructions for proper cartridge configuration and states to always tighten and to recheck all fluid lines, connections, caps and clamps. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage considers this report closed.